Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient who had a system error 2267 (air and fluid in line/set) alarm during peritoneal dialysis therapy. The patient had already started over with all new supplies and just wanted information as to the alarm meaning. The technical service representative was unable to troubleshoot the alarm at that time. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. It was reported that a homechoice device experienced a system error 2267 (air and fluid in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient had already cleared the alarm. The technical service representative reviewed proper procedures, per the user manual, with the patient. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.